Manufacturer narrative:
The insulin pump unable to prime during prime alarm test and motor error alarmed during basic occlusion test due to protruded/loose drive support disk. Missing end sticker and cracked reservoir tube lip noted during visual inspection.

Event description:
It was reported that the customer's insulin pump alarmed motor error during rewind. Troubleshooting was performed and the displacement test failed. The caller stated that the drive support cap was sticking out. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.